Event description:
Customer reported that when the css console was disconnected from wall air, air from the css console leaked out of the hose. The pt was switched to a back css console. There was no pt impact. This alleged failure mode did not pose a risk to the pt because it does not negate the ability of the console to continue to perform its life-sustaining functions. The alleged failure mode is detected upon removal of the console from the wall air source. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.